Event description:
Provider states left side won't hold. The brake is not functioning. The reporter voiced that no injury or harm occurred. A replacement was sent. Please note any further information will be sent in a follow up report.